Manufacturer narrative:
The nurse call system is a comprehensive communication and information management system that helps caregivers provide the best possible care to patients in the most efficient manner. The system facilitates communication within a nursing unit. Caregivers have the ability to quickly locate and communicate with a fellow staff member, and patients can easily communicate with caregivers, the nursing station, or directly to their primary caregiver. When a bed is used in conjunction with voalte nurse call, the bed¿s exit alert notification, in addition to alerting at the bedside, is routed to designated communication devices (nurse console, patient station, dome light, mobile phone, etc.) And provides a visual and/or audible event alert notification at the designated device. The voalte nurse call instructions for use notes ¿the nurse call system is designed to be used only as a secondary alarm system for bed exit alarms. It should never be used as the primary bed exit alarm system. Troubleshooting activities determined the cable from the asbc to the srs needed to be re-terminated to resolve the issue. Based on this information, no further actions are necessary. Although there was no injury reported, if the reported issue were to recur, it could result in a serious injury or death therefore, hillrom is reporting this malfunction.

Event description:
It was reported that the bed alarm didn't alert the console at nurse station. This incident was captured under hillrom complaint ref # (B)(4).